Event description:
Customer alleged discrepant results with the inratio meter compared to lab. Time between testing was 45 minutes. Patient self tester's therapeutic range is 2.0-3.0. Doctor has been increasing and lower dosage to keep patient within therapeutic range.

Manufacturer narrative:
Investigation pending.